Manufacturer narrative:
The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower medication was not crossing over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower medication was not crossing over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the technical support specialist contacted customer for investigation, but no information was provided by the customer and decided to close the complaint file as no response from the customer end.